Manufacturer narrative:
The lead and the ICD under complaint were not returned for analysis. Therefore this report refers to the review of the quality documents associated with the manufacture of this devices as well as the analysis of the returned device data. The manufacturing process for this device was re-investigated, revealing that all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. The submitted quick view report dated july 4, 2023, was inspected. The inspection of the trend data showed a significant drop of the ventricular sense amplitude in december 2022 followed by significant time periods of missing values. The missing values indicate that in this time periods the heart signals were below the programmed sensing threshold of 0.8 mv due to small signals or a completely absence of spontaneous rhythm and therefore no sense amplitude could be measured by the ICD. Next, the available iegms were analyzed. The analysis of episode 812 showed a normal and regular nst detection. In the course of episode number 812 the ventricular sense signal degenerated below the programmed minimum sensing threshold of 0.8 mv leading to undersensing at approximately -4.5 seconds. In the time interval from -4.5 to 0 seconds, the data indicated that the signal was not sensed and therefore not annotated with a marker because the signal was either below the minimum sensing threshold of 0.8 mv or occurred within the blanking period after the atrial signal. There was no indication of a device malfunction. Please note, that the resolution of the iegms depicted in the quick view report is limited in contrast to the signals used by the ICD to evaluate the heart rhythm. We remain available for further analysis in case data exported from the ICD were available to precisely evaluate the root cause for the undersensing in the time interval from -4.5 to 0 seconds of episode number 812.

Event description:
It was reported that the patient had ventricular tachycardia which was detected by the ICD but no therapy was delivered due to the appearance of undersensing. The patient died. Should additional information be received, this file will be updated.